Event description:
It was reported that the patient was implanted with an innex knee generic (exact device name not reported) on an unknown date. Due to loosening of two tibial plates, the patient underwent revision surgery on an unknown date.

Manufacturer narrative:
At the time of this report, the device has not been received for investigation. Neither x-rays, no other source documents were made available for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted once additional substantive information is received. (B)(4).